Event description:
It was reported that the patient had a power on reset (por) condition. It was noted that there was a ¿call your doctor¿ icon. It was noted that the patient kept trying to charge her implantable neurostimulator (ins) but kept getting a ¿pos¿ message on the implantable neurostimulator recharger (insr). It was noted that the patient had to move to an outlet. It was noted that the patient thought that the insr was charged because she had it on all night but it was not. It was noted that the patient was seeing a por message. It was noted that the patient would need to follow up with healthcare professional (hcp) to have a warning por message cleared.

Manufacturer narrative:
Concomitant product: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3550-29, lot # n153073, implanted: (B)(6) 2008, product type accessory; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).